Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of hypersensitivity/allergic reaction and fever are listed in the xience v instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that the patient was admitted with chest pain and a stress test suggestive of ischemia. An interventional procedure was performed to the distal right coronary artery with a 75% stenotic lesion 10-15 cm proximal to the division of the posterior descending artery and the posterolateral. A 0.014 bmw guide wire crossed the lesion and was secured distally. A 3.5 x 18 mm xience v rx stent was deployed uneventfully. The patient tolerated the procedure well and was discharged home the next day as per hospital protocol. There were no adverse patient effects and no clinically significant delay reported. Two days post procedure, the patient complained of symptoms of fatigue and a low-grade fever to 100.1. The patient stated that she did not inform the hospital staff that she had an allergy to nickel before the procedure. She was advised by the doctor to return to his office if her temperature rose or if she felt worse. No additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.it is indicated that the device is not returning for evaluation, therefore a failure analysis of the complaint device cannot be completed. A review of the lot history record and similar complaint query will be conducted. A supplemental medwatch will be filed if there is any further relevant information obtained from that review.